Event description:
Reportedly, one day after the implantation, the lead was dislodged. No symptoms was observed on the pt because the pt had his own beats. The re-intervention occurred on (B)(6) 2008 and the complete system was replaced. Presence of blood in the lead lumen and the header of pacemaker were confirmed, it was returned for analysis.

Manufacturer narrative:
(B)(6) 2010. This event concerns a device that was manufactured and used outside the united states. (B)(4) . Conclusion: the electrical characteristics of the returned device were within specifications; upon reception of the device, the inspection of the connector header revealed damages of the intended screwdriver slot (hole). These damages explain the presence of blood residues at the distal level of the head connector but no difficulties were met during the screwing/unscrewing operations; the device is retained in the returned product storage area.